Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the cutting knife was broken off. The manufacturing history was reviewed, with no irregularities noted. This type of the damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the cutting knife might be broken off since spark occurred and temperature of the cutting knife increased while the high frequency output was activated. Also, it was known that spark might occur because the electro surgical unit was used in the coagulation mode, the high-frequency output level was set too high, the activation time was too long, or because the contact length between the cutting knife and the tissue was too short. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife and the triangle tip could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer sheath. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the triangle tip and/or cutting knife is detached, be sure to collect it using grasping forceps.

Event description:
During a per-oral endoscopic myotomy, the subject device was used. In the procedure, the distal part of the subject device was broken off and fallen into the patient. According to the x-ray, the fragment was not detected. The procedure was completed with another device. There was no patient injury reported.